Event description:
It was reported the patient was experiencing pocket site pain. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Surgery was reported on (B)(6) 2022 where the patient had a pocket revision. Stimulation was restored following the procedure.